Event description:
Consumer complaint of hi blood glucose result via (B)(6), nurse. Expected fasting blood glucose test result range not disclosed. Nurse did not disclose symptoms observed by patient but stated the patient is being seen by medical staff due to hi results. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Meter memory not recalled.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation as customer was satisfied with it.